Manufacturer narrative:
The connector on the lcd board was inspected and no anomaly was found. The unit did not have air pocket in the buttons. However, the unit had an intermittent up button response due to a flattened button dome switch. The unit had a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and a scratched reservoir tube window. (B)(4).

Event description:
The customer called in to report a keypad anomaly and an air pocket sound when the buttons were pressed. The customer also reported a small crack on the battery tube threads. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.